Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that this device exhibited a battery depletion (bd) error. Remote analysis confirmed that the error was not for premature battery depletion. The analysis also confirmed that a magnet had been placed over the device back in february. Technical services confirmed that the bd code can be cleared. Also, the device impedance was less than 30 ohms. Data analysis confirmed the impedances have been in the mid 20s. This is within normal limits. Technical services suspects the low impedance is due to the patient's small size. The device remains in service. There were no adverse patient effects reported. It was reported that this device had a battery depletion error. This was found during an office follow up. No session data was sent to technical services nor is the patient followed on latitude. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
It was reported that this device had a battery depletion error. This was found during an office follow up. No session data was sent to technical services nor is the patient followed on latitude. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.